Event description:
It was reported that the patient with this pacemaker device exhibited fairfield oversensing. Technical services (ts) reviewed the presenting and stated that there were no patient symptoms reported and the device appeared to be functioning as programmed. This device remains in service. No adverse patient effects were reported.